Event description:
It was reported via repair work order that the load cells were not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.